Event description:
During a pacing procedure after the introducer sheath had been placed and hydrated with the saline solution, the patient immediately started experiencing eyes itching and later a severe bronchospasm. Patient was treated with cortisone and instantly started feeling better, but later got worse. The patient required additional days in hospital due to worsening of the condition; however, it has since been confirmed that the patient status is good. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress); inherent risk of procedure (reaction); no device returned. Conclusion: inconclusive- investigation in progress; known inherent risk of procedure (reaction). (B)(4).

Manufacturer narrative:
Result: while a definite root cause for reaction cannot be determined it is possible that the patient was predisposed to the event as it was reported that the patient is prone to easily develop allergic reactions to some kind of drugs. Conclusion: review of returned device did not identify any root cause which resulted in patient reaction.

Event description:
Device evaluation: the device was received at the manufacturing facility for evaluation. The device appeared bloody confirming use.